Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, g1, h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station failed login for two users. A technical support specialist confirmed that user 1 had wrong role and user 2 had expired password. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that the bd pyxis medstation es system had login issues for two users, and it was unable to retrieve the medications for a patient. The customer stated that one user could not authenticate after entering the ID, and another user was able to log in but the screen did not have more options to proceed. The customer reported that there was a delay in patient care and the user wanted to work on it immediately. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device login issue due to user was unaware of functionality. A technical support specialist looked into the issue and discovered that the initial user was given an incorrect role, while another user's password had expired and the issues were resolved by hospital information technology team. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system had login issues for two users and was unable to retrieve the medications for a patient. The customer stated that one user could not authenticate after entering the ID, and another user was able to log in but the screen did not have more options to proceed. The customer reported that there was a delay in patient care and the user wanted to work on it immediately. There were no adverse events or injuries reported based on this event.